Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient received a replace generator message. It is unknown if the battery depleted prematurely. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
A patient controller communication error message displaying ¿replace generator ¿ was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was reported that the patients ipg was explanted and replaced on (B)(6) 2021. Therapy was restored post-op.